Event description:
It was reported that the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. The loss of communication was due to low battery voltage. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster information. From this analysis, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.